Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: on investigation, the audio tone unit was evaluated and found to be fully functional with audio tone measuring 63.8 decibels, which is within the required specifications. Investigation did not duplicate the absent audio tone complaint. Inspection of the audio settings revealed the pump was returned with all audio settings set to low except for the ¿alert¿, which was off and ¿warning¿ which was set to vibrate. The pump was opened for inspection and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked at the left of the bumper pad from the threads down to the case seal.